Event description:
While removing patient's foley catheter, the tip became stuck at the tip of the patient's penis (the urethral opening). Lube was applied to help catheter come out. Still, the catheter had to be manipulated/tugged and patient experienced discomfort from this. The tip of the patient's penis was red and sensitive after removal was finally achieved. This catheter was the type that is inserted in the or. There is a hard plastic ring that remains even after the balloon is fully deflated. The ring is at the tip of the catheter. Other catheters do not have this hard plastic ring at the tip of them (they are smooth and they do not get caught at the tip of the penis). The catheter was saved and is in the patient's room for inspection if desired.